Event description:
The patient mentioned having another stimulator from another company called venmo, which resulted in a five-month delay in obtaining approval for a brain scan. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).